Event description:
A motor stall occurred on (B)(6) 2015, and a "stopped pump period may exceed tube set message" occurred on (B)(6) 2015. The stall never recovered. Troubleshooting was performed and included x-rays and checking the logs. The patient did not notice any withdrawal symptoms or side effects, and there were no patient symptoms or complications associated with this event. The patient¿s status at the time of the report was alive with no injury, and they were likely not going to have the pump replaced. As of (B)(6) 2015 the patient was reportedly doing fine. The patient was not aware that the pump was not delivering medication. The pump contained compounded lioresal.

Manufacturer narrative:
Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).